Event description:
Philips received a complaint by the customer on the v60 indicating that the device stopped and restarted while on patient. There was no harm to the patient or user. The device was removed from service and was swapped out with a different device. No medical intervention to the patient nor a delay to therapy was noted. Product support engineer was able to confirm the device shutdown in the event log. The customer replaced the power management board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.